Event description:
It was reported that, during a procedure, a lynx device was used. Due to the challenging anatomy, the trocar inadvertently punctured the bladder, causing the procedure to be halted and rescheduled to ensure patient safety and allow for proper complication management. The physician was planning to complete the procedure once the patient heals. Currently, the patient still presents the stress urinary incontinence symptoms.

Manufacturer narrative:
Block h6: device code a150205 captures the reportable event of difficult to advance. Patient code e211401 captures the reportable event of bladder perforation. Block h11: upon receipt at our quality assurance laboratory, this lynx blue system underwent a thorough analysis. Visual inspection of the device revealed no issues. Additionally, the blue centering tab was attached, and two dilators and association loops were also present. The mesh had no defects. Based on the information available, the complaint was not confirmed since the analysis of the returned device did not find any issues with the device. However, since the adverse events occurred during the procedure and the device had no influence on event, the most probable cause of adverse event related to patient condition is selected since an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. Block h11: correction to block h6: patient code.

Manufacturer narrative:
Block h6: device code a150205 captures the reportable event of difficult to advance. Patient code e211401 captures the reportable event of bladder perforation. Impact code f1001 captures the reportable event of procedure cancelled.

Event description:
It was reported that, during a procedure, a lynx device was used. Due to the challenging anatomy, the trocar inadvertently punctured the bladder, causing the procedure to be halted and rescheduled to ensure patient safety and allow for proper complication management. The physician was planning to complete the procedure once the patient heals. Currently, the patient has been experiencing stress urinary incontinence.